Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report their receiver time clock has been freezing, randomly changing and no trend arrows have been displayed on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding a screen error alarm, in addion to firmware errors. A global receiver functional test was performed on the receiver and it passed. The complaint of receiver time clock freezing, randomely changing and no trend arrows on display was confirmed. The root cause could not be determined post investigation.